Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that everything was operating correctly, but the letters u and p were intermittently not working. A field service engineer resolved the issue by powering off and on, reseating the cable and rebooting the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system application continued to freeze even after reboot. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.